Manufacturer narrative:
(B)(4). Visual inspection of the returned product found a small piece of one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions (other): based on the complaint history and eval of the returned product, it was determined that the root cause of this event was not lens related. Doctor changed his mind. (B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens. After inserting a one piece iol, the surgeon decided to remove the one piece iol and insert the cq2015a iol. The surgeon then decided to remove the cq2015a iol and implant a competitor's three piece anterior chamber lens. There was no pt injury. The reporter stated there is no product allegation. The doctor just changed his mind.